Event description:
It was reported that during a mildly tortuous, proximal left anterior descending artery stenting procedure with direct stenting a xience prime 2.5 x 33 mm stent delivery system was advanced and during the first inflation at 12 atmospheres for stent deployment a large leakage of contrast was observed from the distal end of the stent delivery system on angiogram. The stent was deployed fully expanded to the lesion, the balloon was successfully deflated, and the xience prime stent delivery system was removed without difficulty. An intravascular ultrasound was done. The stent was routinely post-dilated to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion, grand slam, guide cath: axess 6fr spb3.5. (B)(4) - no pre-dilatation completed prior to insertion. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device evaluation was conducted and no visible contrast was noted. The stent implant had been deployed and the balloon was loosely folded, which is consistent with the reported information that the stent implant was successfully deployed. There was blood in the inflation lumen, and in the balloon, which suggests a leak. A test indeflator filled with water, was used to pressurize the balloon when fluid was observed leaking from a pinhole in the balloon above the distal balloon marker. There was no leak in the shaft as reported. However, it is likely that the balloon leak was suspected as a shaft leak. The device was sent to the scanning electron microscopy (sem) lab for further analysis, and the results revealed that the leak/rupture may be attributed to mechanical damage noted on the inner surface of the balloon shaped in the form of a v. Additionally, the distal end of the balloon marker was noted to have a pointed protruding edge on the same side as the leak in the balloon. Based on a related records review, review of the lot history record and similar complaints for this lot, this event is believed to be an isolated incident. All stent delivery systems (sds) are inspected for damage and leak tested on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to rated burst pressure (rbp) prior to lot release. The occurrence rate for complaints related to balloon holes/tears for xience prime product will continue to be monitored.